Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator? Elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.